Event description:
It was reported to philips that there was "no a/c power indication" on the efficia dfm100 defibrillator. The efficia dfm100 defibrillator, model #866199, is substantially similar to the heartstart xl+ defibrillator (model #861290) and will be reported in the united states under device model #861290. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.